Manufacturer narrative:
Very limited event information and device status received from distributor. Currently working with distributor to obtain information. Follow up report will be provided as soon as new information is available.

Event description:
It was reported that the surgeon was not able to remove the coil.